Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a procedure using the subject device, the following event occurred. The tissue pad was partially separated after 10 minutes of use. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The tissue pad was partially separated. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn out, and it was partially torn and peeled. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. It can be inferred that the ultrasonic output was possibly activated when the grasping section was not grasping anything (this includes after tissue resection). This might have caused the tissue pad to wear out and partially peeled off and tear. The above device handling has warned in the instruction manual.